Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they have been having a lot of low readings. The customer states their levels have read as low as 44mg/dl. The customer's blood glucose level at the time of incident was 61mg/dl. The customer's most current level was 97mg/dl. The customer treated the low with food. Troubleshoot was conducted. It was noted that the customer was increasing the amount of carbs than they were taking. The customer was advised to monitor the device and call back if issues persist. The customer was advised to contact their healthcare provider regarding low levels.